Event description:
The health care provider (hcp) reported that in (B)(6) 2015, the implantable neurostimulator (ins) was perpendicular to the tissue or rotated and the patient had a revision to correct the position in the pocket. The patient's system was explanted in (B)(6) 2016. The pocket area was not a problem following explant and there was no sign of infection. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.